Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported the iol to have glistenings. A yag laser was performed to minimize any posterior capsular opacification.